Event description:
It was reported that the capsule failed to calibrate even after changing the solution. Another capsule was successful.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. It appears this capsule had calibrated and was used in a patient, but did not attach. The device was returned with the capsule separated from the delivery system. The capsule trocar needle was advanced and no blood or tissue was present. There was some saliva. The plunger was fully depressed and retracted.